Manufacturer narrative:
The pump was received with a blank display and a constant tone due to a faulty component on the interface board. Unable to verify for alarms or unexpected reset anomalies due to the blank display. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have excessive blank screen display. Customer also reported that insulin pump was making a loud noise. Alarm history showed a program alarm anomaly alarm, unexpect restart alarm and signal too low alarm. Customer's blood glucose was 129 mg/dl. After troubleshooting, display screen did return, but later went blank again. Insulin pump passed self-test. Customer was advised that insulin pump would need to be replaced.